Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk, product type: catheter. (B)(4). Difficulty removing the entire spinal segment, ¿as the catheter had fused with tissue." Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a pump replacement on the day of the initial report for an expected eol (end of life) battery. When they disconnected that catheter from the pump there was no retrograde csf (cerebrospinal fluid.) The surgeon opted to replace the entire catheter, it was also noted that there was a partial explant, it was not clear if the entire catheter was explanted or not. There was difficulty removing the entire spinal segment, ¿as the catheter had fused with tissue.¿ the device was to be returned to manufacturer. There was no diagnostic testing or trouble shooting performed as it ¿was not required.¿ the device system was used to infuse gablofen. The postoperative intrathecal dose was half the previous dose and the patient was admitted overnight for observation. There were no patient symptoms associated with the event. It was noted that the patient had moved states and the patient was new to the clinicians in the new stated. The patient did not suspect any issues with therapeutic effect. Additional information received reported that the patient¿s home was in one stated and that the patient travels throughout the country. The patient¿s following physician was in a different state from where the patient lived and the healthcare providers who performed the procedure work in a third, different stated and did not know how the patient was doing.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.